Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during testing, the battery compartment and cartridge compartment were observed to be cracked and the threads on the returned battery cap were stripped and were unable to secure to the pump. A test battery cap was used to complete the investigation. Unrelated to these issues, the evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The investigation discovered that the pump¿s internal battery was leaking and unable to hold a charge. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, a cracked cartridge compartment and a returned battery cap with stripped threads. This report is made based on results of investigation completed on 10/31/2016.